Manufacturer narrative:
Date of event: event occurred on an unknown date in 2020. 510k: this report is for an unknown screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision procedure due to a right distal tibia non union. Initially, the patient underwent an open reduction and plating of the right distal tibia in (B)(6) 2020. One of the original proximal 3.5 mm locking screws and one of the 3.5 mm cortex screws that was implanted were broken. The remnants of the 2 broken screws were left in the patient. During the revision procedure, the non union site was debrided and a 8 hole 3.5 mm locking compression plate (lcp) medial distal tibia plate was implanted. The non union site was grafted with ria bone graft from right femur. The procedure was successfully completed without any surgical delay. The patient status was reported as stable. Concomitant device reported: 3.5mm lcp anterolateral distal tibia plate (part # 241.444, lot # unknown, quantity 1), unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unk - screws: cortex. This is report 2 of 2 for (B)(4).